Event description:
Customer reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on performing a pump reset, and after the reset, the error code did not appear again, allowing the customer to start their sensor session successfully.